Manufacturer narrative:
Correction: b5 event description: per additional information received (implant date) the description was corrected from "approximately seven years post implant..." To approximately six years post implant..." Additional information: d6 implant date (B)(6)2013.

Event description:
Additional information received clarified the reported event occurred approximately six years post implant.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the device is not available for evaluation as it remains implanted in the patient. The  cause for the xt valve degeneration 7 years post implant could not be determined based on the limited information provided. However, it may be related to the patient¿s co-morbidities and/or progression of pre-existing valvular disease process.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), seven years after implant in aortic position, the 23 mm sapien xt valve was found to be degenerated.  The xt valve was observed to have aortic regurgitation and thickened leaflets. A valve in valve procedure was performed with a 23 mm sapien 3 ultra valve. The patient was doing well post procedure.